Manufacturer narrative:
Updated fields:b4,g3,g6,h2,h6(type of investigation, investigation findings,component code,conclusion),h11 corrected fields: manufacturing site: fairfield a fiber optic sensor failure in an intra aortic balloon occurs when the pressure sensor fails to transmit real time aortic pressure waveforms required for correct balloon timing. The iab had been in use for approximately 700 hours and no blood had entered the pump. No devices or components were returned as the customer retained all consumables.

Event description:
It was reported that the intra-aortic balloon (iab) malfunctioned due to fiber optic balloon failure. There was no patient harm or injury reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital, event site telephone: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).